Event description:
In 2008, the pt was enrolled in the registry. The pt underwent successful percutaneous coronary intervention (pci) and unprotected stenting of the left main and the left anterior descending (lad) with three overlapping cypher stents from distal to proximal as follows: 2.5 x 28mm (lot 13384831), 3.0 x 33mm and 3.5 x 28mm. Additionally, the pt received a 2.75 x 23mm cypher stent to the restenosis of a previous taxus stent placed in the proximal portion of the ramus intermedius. It was discovered by research personnel that the pt underwent a cardiac catheterization in 2009. His exiting stents in the left main were found to be widely patent. However, a mid-portion segment of the 2.5 x 28mm stent in the lad appeared to have a stent fracture with an area of focal in-stent restenosis. The pt was successfully treated with a 2.5 x 12mm xience drug eluting stent to this portion of the mid lad. The pt was observed and hydrated for approx 6 hours and then discharged the same day in stable condition without complication.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.